Event description:
Maude event report was received stating the following: volun (B)(4) 2014. Original stenting- (B) (6) 2013, pt was transferred to our facility for a non-stemi, films reveal a 90 percent focal, calcific stenosis in distal rca, pre-dilated with 2.0x12 mini trek rx, 2.25x20 trek rx, and a 2.5x28 xience xpedition deployed. Due to proximal edge dissection, a second 2.5x28 xience xpedition was placed between just deployed stent and a previously placed stent in the proximal rca. A 2.75x8 trek rx used to post dilate. A difficult stent placement due to calcifications and tortuosity, but pt left ccl with good result. Discharged (B) (6) 2013 on medications including asa 81mg, and plavix 75 mg. With note that pt must continue anti-platelet therapy uninterrupted for 1 year. On (B) (6) 2014, pt has had months of chest pain, but has not wanted to pursue cardiac cath due to caregiving responsibilities at home. Chest pain increased to the point that she came to emergency room where she was found to have a non-stemi, to ccl (8) (6) 2014. Films reveal that distal stent was 100 percent thrombotic occlusion. Dilated with 2.5x15 trek rx and 3.0x10 flextome rx. Pt did well. Decision made to change plavix to effient. Discharged on medications, including asa 81mg, and effient 10mg. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The lot history record (elhr) was reviewed for the reported lot and there is no indication of a potential issue/observation. Dissection, angina, myocardial infarction and thrombosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device.